Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.30%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed that no labels were missing and in good condition. During functional testing, the reported complaint was not verified. The delivery accuracy tests found the pump to be within the control limit specification of plus or minus 3 percent and well within the published specification of plus or minus 6 percent. Pump ran 2minutes 34 seconds, pump alarmed over 2minutes 30 seconds, test passed. No problem found and no action taken.